Event description:
It was reported that the stent detached from the catheter in the common iliac artery, where it was expanded and implanted. The intended treatment site was the external iliac artery. Another stent was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The stent remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.